Manufacturer narrative:
An event regarding disassociation and altr involving a v40 cocr head was reported. Neither disassociation or altr were confirmed. Method & results: -device evaluation and results: device inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within the scope of an nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left total hip arthoplasty revision (B)(6) 2015. It is further alleged that "during the procedure, the surgeon encountered significant damage caused by metal debris, including adverse local tissue reaction, a pseudotumor, more than 50% loss of abductor muscles, and dissocation of the femoral stem and head".

Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left total hip arthroplasty revision (B)(6) 2015. It is further alleged that "during the procedure, the surgeon encountered significant damage caused by metal debris, including adverse local tissue reaction, a pseudotumor, more than 50% loss of abductor muscles, and dissociation of the femoral stem and head".